Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter read inaccurately high compared to another device (accu-chek). The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2015. The patient reported that the alleged meter inaccuracy began on (B)(6) 2015 at 12:15pm. The patient reported obtaining blood glucose readings of "107 mg/dl" with the subject meter and "68 mg/dl" on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient stated that an unknown time prior to the start of the alleged issue she developed symptoms of feeling "shaky and confused". In response to the symptoms, the patient reported treating herself with food and /or drink at approximately 12:20 or 12:25pm. During the follow-up call, the patient informed the mss that she manages her diabetes with a fixed dose of long acting insulin and a fixed dose of metformin medication. The patient stated that she tests her blood glucose 5 times a day and that her normal blood glucose range is between "98 to 115 mg/dl". The patient stated that prior to the onset of symptoms she had last tested her blood glucose with the subject meter earlier that morning. The patient claimed the reading was within her expected range and that she took her usual routine dose of medication in response. During the follow-up call, the patient attributed the onset of the symptoms to her being more active that day than usual. During troubleshooting, the customer service representative (csr) confirmed that the unit of measure was set correctly on the subject meter. The csr documented that an approved sample site was used for testing and that the correct testing process was being followed. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. Although the patient developed signs/symptoms suggestive of severe hypoglycemia, there is no evidence that the subject meter caused or contributed to this serious injury. The patient had become symptomatic prior to the alleged meter issue. In addition, there is no evidence of delay in treatment as a result of the alleged issue. However, this complaint is being reported as a malfunction because the subject meter did not meet lfs' accuracy criteria and the alleged inaccuracy issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.